Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported and the lead remains active in the patient. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to pacing impedance measurements less than 200 ohms. No adverse patient effects were reported.